Event description:
Diasorin molecular received a complaint on the simplexa covid-19 direct assay mol4150 lot# 16428n for a suspected false negative on an unknown number of patient samples that were negative on the simplexa assay, but positive on the cepheid competitor assay. The customer confirmed the suspected false negative results were not reported to the diagnosing physician or clinician. No alleged harm occurred.

Manufacturer narrative:
Diasorin molecular received a complaint on the simplexa covid-19 direct assay mol4150 lot# 16428n for a suspected false negative on seven (7) patient samples that were negative on the simplexa assay, but positive on the cepheid competitor assay. Run analysis of the the simplexa results are as follows: (B)(6) 2023 at 1941: sample ID (B)(6): not detected. (B)(6) 2023 at 1255: sample ID (B)(6): not detected; sample ID (B)(6): not detected; sample ID (B)(6): not detected; sample ID (B)(6): not detected. (B)(6) 2023 at 1355: sample ID (B)(6): not detected; sample ID (B)(6): s gene (22.5) orf1ab (23.3) sample ID (B)(6): not detected only 1 out of 8 patient samples were detected for covid (sample ID (B)(6)) and with very early cts 22.5-23.3 and smooth sigmoidal amplification curves. The other 7 samples showed very erratic/jagged amplification curves with only a slight rise at the end of runs, but not crossing the threshold for either covid target. The competitor assay results were not provided for comparison. It is known the cepheid genexpert has different targets (e, n2 genes) than the simplexa assay, utilizes extraction of the sample while the simplexa assay does not, and has a limit of detection (250 copies/ml) lower than the simplexa assay (500 copies/ml). It is likely these 7 samples were at the simplexa assay's limit of detection. The customer's suspected false negative samples and device were not provided for investigation. A definitive root cause has not been identified at this time. Batch record review showed the critical component, reaction mix mol4151 lot# 16434n met all qc release criteria prior to kit release. A total of four (4) replicates of positive control were run and no false negatives occurred in any of the targets. All positive controls were detected at an average CT = 28.2 (s gene), 28.3 (orf1ab), and the internal control avg CT = 31.3. No malfunctions occurred during qc release testing. Retains of the suspected device were previously tested for another complaint on 2/3/23 with two (2) postiive control replicates with zero (0) occurrences of false negative in any of the targets. Both times the targets were detected on both replicates (s gene = 25.8, 28.2 / orf1ab = 26.6, 27.9). No malfunctions occurred during retain testing. Issue unconfirmed. This is the 1st complaint for false negative on mol4150 lot 16428n. As stated in the instructions for use, ifuk.en.mol4150, "negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information" and per the limitations section, item 5 "false-negative results may occur if the viruses are present at a level that is below the analytical sensitivity of the assay or if the virus has genomic mutations, insertions, deletions, or rearrangements or if performed very early in the course of illness."